Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t10-s1 posterior instrumented spinal fusion therapy for adult scoliosis. It was reported that during a t10¿s1 posterior instrumented fusion using a set screw driver, after rods were placed and set screws were inserted on the right side, the set screw driver was not retaining set screws. Upon further examination, it was discovered that the tip of the set screw driver had broken off, generating a small metal fragment. The metal fragment was later found and was not left in the patient. There were no further patient complications or symptoms have been reported as a result of this event.